Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was reported as "high." Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.